Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. The insulin pump had a dim back light due to a faulty panel on the liquid crystal display board. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer received a replacement insulin pump and was not able to use it. The backlight was not bright enough for the customer to see the numbers on the insulin pump's display screen. The buttons were also hard to push. Her blood glucose level was 160 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.